Event description:
Country of complaint: (B)(6). Presence of dehiscence several days after procedure.

Manufacturer narrative:
Us reporting site notified on (B)(4) 2014. Mfg site evaluation: evaluation on-going.